Event description:
Customer's mother reported via phone call that the customer was hospitalized with diabetic ketoacidosis. It was stated that she experienced high blood glucose the morning before at 274 mg/dl and the morning of the call she woke up over 400 mg/dl and was taken to the hospital. Blood glucose level at the time of admission was over 500 mg/dl. It was stated the drive support cap is recessed. No air bubbles, no insulin leak found and the cannula was straight. Insulin did exit at manual prime. Time, date, basal rates and bolus wizard are set up correctly. The device passed the high pressure and displacement tests. Customer's mother stated that the bolus history did not display any history since (B)(6). An easy bolus was programmed into the air and it was recorded. They forgot to fill the cannula dead space after removing the introducer needle and another prime was programmed. The insulin pump is working as designed but mother requested a replacement due to the missing bolus history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.